Event description:
It was reported that md was using device to declot an av graft when the "whole tip" or basket came off. An additional procedure was performed to remove the device. No pt complications were reported.

Event description:
Md was using device to declot an av graft when the "whole tip" or basket came off. An additional procedure was performed to remove the device. No patient complications were reported.